Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that support was withdrawn and patient died.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department with altered mental status (ams). Patient was alert, aphasic, not following commands and not moving extremities. Computed tomography (CT) revealed frontal lobe hemorrhage which is likely conversion. Patient's wife stated he was more tired than usual. Neuro and neurosurgery were consulted, anticoagulation was stopped and medications were initiated. Patient was admitted to cardiac intensive care unit (cvicu) and intubated. Medication for cerebral edema was started since surgery was not an option. Repeat CT of the head revealed some increase in left frontal intraparenchymal hemorrhage (iph) with extension into ventricular system with a new area of hemorrhage to left cerebellum. An external ventricular drain was placed on (B)(6) 2018 for worsening hydrocephalous. Patient's blood cultures (B)(6) for (B)(6), patient currently on antibiotics. Family transitioned him to do not resuscitate (dnr) status on (B)(6) 2018. Multiple electroencephalogram's (eegs) done to rule out seizure activity. Family anticipating to discontinue support. Device remains in use. No further patient complications have been reported as a result of this event.